Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found.the returned device indicated a missing set screw.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) setscrew could not secure the lead. After lead placement the physician pulled on the lead to test if it was fixed into the connector. The lead pulled out. The physician attempted to secure the lead again with the setscrew. After that attempt the setscrew came out of the ipg. The physician removed and replaced the ipg. No patient complications have been reported as a result of this event.